Event description:
It was reported that during a surgery the suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 08-jun-2026: further information was recieved that an anterior cruciate ligament (acl) reconstruction with quadriceps tendon autograft and medial meniscus repair surgery was performed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.